Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead could not be positioned because the helix extended several times without using the mechanism. After the lead was removed the helix retracted via the mechanism but when reinserting again the helix extended when trying to pass the tricuspid valve. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.